Manufacturer narrative:
Subsequent to the previous medwatch report, additional information was obtained that the worsening heart failure and recurrent mitral regurgitation were unknown if device related. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death, mitral regurgitation (mr), heart failure and respiratory failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The investigation determined the reported death, heart failure, respiratory failure and mr appear to be related to patient conditions. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patient was admitted to the hospital on (B)(6)2019 for worsening heart failure and the mitraclip procedure was performed on (B)(6)2019. On (B)(6)2019, worsening heart failure was observed, extending the hospitalization. On (B)(6)2019, mr grade 2-3 and 2+ was observed, also extending the patients hospitalization. Medications were provided the patient required mechanical ventilation. Per physician, the worsening heart failure and mr are unknown if device related. Reportedly, there was no device malfunction. On (B)(6)2019, the patient had gastrointestinal bleeding as evident by low hemoglobin. Ileus developed. A blood transfusion was provided on (B)(6)2019, the patient had multiple organ failure (mof) and expired due to disseminated intravascular clotting (dic). Reportedly, chronic intestinal edema and infection had worsened the patients condition. Per physician, the gastrointestinal bleeding, dic, mof, infection, gastrointestinal issues, and death were all unrelated to the device. There was no device malfunction. The worsening heart failure and mr are unknown if device related. There was no device malfunction.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed due to worsening heart failure. Patient ID: (B)(6). It was reported that on (B)(6) 2019, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4+. The patient presented with pure annular dilatation and an anterior leaflet prolapse. Primary jet a2p2, secondary jet a3p3. Two clips (cds0502 80817u139, 80817u148) were implanted, reducing the mr to grade 2+. Hospitalization was prolonged due to heart failure treatment. On (B)(6) 2019, the mr remained grade 2+. The patient was transferred to another hospital for continued treatment of heart failure. On (B)(6) 2019, the patient was hospitalized for gastrointestinal bleeding. On (B)(6) 2019, the patient had ileus. On (B)(6) 2019, the patient had continued gastrointestinal bleeding and a blood transfusion was performed. The patient expired that same day. Per physician, the patient death was unrelated to the mitraclip device and unrelated to the index procedure. There was no increased mr, no mitral stenosis, and no device malfunction reported. The physician did not provide a relationship of the heart failure to the device. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the events were deemed unrelated to the mitraclip device by the study physician, therefore, this event would not be MDR reportable. The additional information as follows: the heart failure was pre-existing, before the index procedure, treated with medications. On (B)(6) 2019, a mitraclip procedure was performed. On (B)(6) 2019, worsening heart failure was noted. On (B)(6) 2019, increased mr grade 2-3 and tricuspid regurgitation were observed. Pulmonary hypertension was suspected. Reportedly, the worsening heart failure was due to a urinary tract infection and anemia. The patient had chronic bowel wall edema and reduced gastrointestinal (gi) peristalsis with gastrointestinal hemorrhage. Per physician, the heart failure contributed to the gi issues and the risk of bleeding was high due to the patient's medications. An antibacterial medication was provided for a urinary tract infection. The patient had bowel inflammation, was under nourished, and a possible malignant bacterial infection from the bowel. On (B)(6) 2019, the patient expired due to disseminated intravascular clotting (dic), multiple organ failure (mof), and heart failure. Per physician, the dic, suspected pulmonary hypertension, anemia, infection, mof, and patient death were all unrelated to the mitraclip device. Per physician, the mr grade of 2-3 and worsening heart failure were related to infection and anemia and unrelated to the device.

Manufacturer narrative:
Additional information was received per physician, that the events were unrelated to the mitraclip device, therefore, this event would not be MDR reportable. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death and mitral regurgitation (mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the death and mr were due to patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling.b3, h6-patient code 2206 removed.